Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking and unable to maintain pneumo. When the surgeon changed devices, he would put his thumb over the seal to maintain pneumo. There was no adverse consequence to the patient. The device was discarded.